Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges the product is too hot. The cause of the alleged wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] on the side by her pelvic area she saw the blisters and burn/burned and blistered her on her left side by pelvic area/ diagnosis of 2nd degree burn of the abdomen/burning [burns second degree] , the patient did not check her skin under the product while wearing thermacare [intentional device misuse] , it was the fact that it was too hot [device issue] , red/redness [erythema] , pain/ it was painful/ it was hurt [pain] , irritated/ irritating feeling/ it was irritating/irritation [skin irritation] , used thermacare neck pain therapy on pelvic area [intentional device use issue] , scarring/scar/two scars [scar] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) other ethnic group female patient (pregnant: no) started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: r44820, expiration date: aug2019, upc number: 305733015025) from (B)(6) 2017 to (B)(6) 2017 for menstrual pain. There was no relevant medical history or concomitant medications. The patient previously used thermacare years ago every once in a while only if she really needed it because she was in pain and had to do something. She didn't experience the same problem/symptom and did not remember them getting that hot or anything. The patient stated that we usually have a menstrual cramp one, which was the one she was looking for. They did not have it, so she got what she could get. Stated that it was almost shaped like the menstrual one a little bit. She used thermacare neck pain therapy heatwrap on pelvic area on saturday, (B)(6) 2017 for a couple of hours; maybe two hours. She was wearing it and it started heating up all of a sudden and she was cutting hair. She was a hairstylist and could not stop in the middle of what she was doing. She felt that it was hot and by the time she got to the bathroom when took it off on (B)(6) 2017, it was red and irritated, and it burnt. She did not sleep with it on. Pain and irritating feeling noticed on (B)(6) 2017 and was ongoing but had gotten a little better. The next morning, (B)(6) 2017, woke up first thing in the morning and saw that she had blisters and right where she had it on the left side by her pelvic area she saw the blisters and burn. It was painful because it was right below where she wear pants and it was rubbing. It was irritating. She had been trying to put something on it. She had been using neosporin, which she started using later that evening and used it once a day when she can remember. She had not seen a physician yet but was going to tomorrow. She provided information that she did go to ER for treatment of that burn. ER provider examined her, looked at the burn and released her with diagnosis of 2nd degree burn of the abdomen. The patient was given a burn cream, ssd cream. She was burnt and it was hurt and going to leave a scar. That did not sit well with her. It was still there; it was obvious and still healing. Regarding outcome of burns and blisters stated that it had not gotten worse but it looked bad. She guessed it was starting to heal. She was looking at it; it was not real big, but big enough. The pain and irritating feeling was a little better, not a whole lot. She had permanently discontinued use of this product and won't use them anymore. She stated that you should be able to use them anywhere. It did not say where you can use it. She was seeing an arm and forearm on the pictures. It did not matter where she used it, it was the fact that it was too hot. Stated that there would be a scar and that's why she was going to go to the doctor to see what they can do to prevent a scar. Two scars as matter of a fact. The consumer reported thermacare heat wraps causing a second degree burn that sent her to the hospital and resulted in scarring. The patient classified her skin tone as medium (neither light nor dark). The patient denied having sensitive skin or any abnormal skin conditions. The color of the box purchased was red box and used just on 0 (B)(6) 2017 for a couple of hours, might have been two hours. The patient has previously used heating pad for her back for pain relief as needed a while ago, and did not experience a problem/symptom. While wearing thermacare, the patient was wearing like a shirt, pants, regular outfit over the thermacare product and attached the adhesive to body. The patient did not engage in exercise while using the product. The patient did not check her skin under the product while wearing thermacare and only checked when she took it off because she couldn't stop in the middle of what she was doing. The patient did read the usage instructions on thermacare before using the product. The action taken for the product was permanently withdrawn on 08apr2017. The outcome of the events "pain/ it was painful/ it was hurt", "irritated/ irritating feeling/ it was irritating" was resolving. The outcome of the events "red", "on the side by her pelvic area she saw the blisters and burn" was not resolved. The outcome of the events "used thermacare neck pain therapy on pelvic area" and "the patient did not check her skin under the product while wearing thermacare" and "scarring" was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges the product is too hot. The cause of the alleged wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (13apr2017): new information received from the same contactable consumer included: events treatment information. Follow-up (20apr2017): new information received from a contactable consumer included: new event scarring added. Follow-up (20apr2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (04may2017): this contactable consumer reported by way of consumer questionnaire. The patient applied thermacare heatwrap (thermacare neck, shoulder & wrist) not more than 2 hours for one day directly on skin as directed at the waistline for pain. It was reported that, the product was not re-heated during usage. On (B)(6) 2017, during usage she experienced irritation, redness and burning which developed second degree burns. Follow-up (09may2017): this contactable consumer reported by way of product quality complaints and reportum. It was reported that thermacare heatwrap (thermacare neck, shoulder & wrist) date of manufacture was (B)(6) 2016. She noticed blisters and burn on (B)(6) 2017. On an unknown date, she had scar/two scars. Follow-up ( (B)(6) 2017): this contactable consumer reported by way of medical records. Her social history was significant for cigars smoking 0.25 packs per day and alcohol use on an unknown date. She placed patch on her lower left abdomen to help with menstrual cramps. On (B)(6)2017, she had blisters where her skin was peeled off from being burned from the patch. She had two small half centimeter blister lesions to her left lower abdomen. She was treated with silver sulfadiazine (silvadene) cream twice daily.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges the product is too hot. The cause of the alleged wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] on the side by her pelvic area she saw the blisters and burn/burned and blistered her on her left side by pelvic area/ diagnosis of 2nd degree burn of the abdomen/burning [burns second degree], the patient did not check her skin under the product while wearing thermacare [intentional device misuse], it was the fact that it was too hot [device issue], red/redness [erythema], pain/ it was painful/ it was hurt [pain], irritated/ irritating feeling/ it was irritating/irritation [skin irritation], used thermacare neck pain therapy on pelvic area [intentional device use issue], scarring/scar/two scars [scar]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) other ethnic group female patient (pregnant: no) started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: r44820, expiration date: aug2019, upc number: (B)(4)) from (B)(6) 2017 for menstrual pain. There was no relevant medical history or concomitant medications. The patient previously used thermacare years ago every once in a while only if she really needed it because she was in pain and had to do something. She didn't experience the same problem/symptom and did not remember them getting that hot or anything. The patient stated that we usually have a menstrual cramp one, which was the one she was looking for. They did not have it, so she got what she could get. Stated that it was almost shaped like the menstrual one a little bit. She used thermacare neck pain therapy heatwrap on pelvic area on (B)(6) 2017 for a couple of hours; maybe two hours. She was wearing it and it started heating up all of a sudden and she was cutting hair. She was a hairstylist and could not stop in the middle of what she was doing. She felt that it was hot and by the time she got to the bathroom when took it off on (B)(6) 2017, it was red and irritated, and it burnt. She did not sleep with it on. Pain and irritating feeling noticed on (B)(6) 2017 and was ongoing but had gotten a little better. The next morning, (B)(6) 2017, woke up first thing in the morning and saw that she had blisters and right where she had it on the left side by her pelvic area she saw the blisters and burn. It was painful because it was right below where she wear pants and it was rubbing. It was irritating. She had been trying to put something on it. She had been using neosporin, which she started using later that evening and used it once a day when she can remember. She had not seen a physician yet but was going to tomorrow. She provided information that she did go to ER for treatment of that burn. ER provider examined her, looked at the burn and released her with diagnosis of 2nd degree burn of the abdomen. The patient was given a burn cream, ssd cream. She was burnt and it was hurt and going to leave a scar. That did not sit well with her. It was still there; it was obvious and still healing. Regarding outcome of burns and blisters stated that it had not gotten worse but it looked bad. She guessed it was starting to heal. She was looking at it; it was not real big, but big enough. The pain and irritating feeling was a little better, not a whole lot. She had permanently discontinued use of this product and won't use them anymore. She stated that you should be able to use them anywhere. It did not say where you can use it. She was seeing an arm and forearm on the pictures. It did not matter where she used it, it was the fact that it was too hot. Stated that there would be a scar and that's why she was going to go to the doctor to see what they can do to prevent a scar. Two scars as matter of a fact. The consumer reported thermacare heat wraps causing a second degree burn that sent her to the hospital and resulted in scarring. The patient classified her skin tone as medium (neither light nor dark). The patient denied having sensitive skin or any abnormal skin conditions. The color of the box purchased was red box and used just on (B)(6) 2017 for a couple of hours, might have been two hours. The patient has previously used heating pad for her back for pain relief as needed a while ago, and did not experience a problem/symptom. While wearing thermacare, the patient was wearing like a shirt, pants, regular outfit over the thermacare product and attached the adhesive to body. The patient did not engage in exercise while using the product. The patient did not check her skin under the product while wearing thermacare and only checked when she took it off because she couldn't stop in the middle of what she was doing. The patient did read the usage instructions on thermacare before using the product. The action taken for the product was permanently withdrawn on (B)(6) 2017. The outcome of the events "pain/ it was painful/ it was hurt", "irritated/ irritating feeling/ it was irritating" was resolving. The outcome of the events "red", "on the side by her pelvic area she saw the blisters and burn" was not resolved. The outcome of the events "used thermacare neck pain therapy on pelvic area" and "the patient did not check her skin under the product while wearing thermacare" and "scarring" was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges the product is too hot. The cause of the alleged wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (13apr2017): new information received from the same contactable consumer included: events treatment information. Follow-up (20apr2017): new information received from a contactable consumer included: new event scarring added. Follow-up (20apr2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (04may2017): this contactable consumer reported by way of consumer questionnaire. The patient applied thermacare heatwrap (thermacare neck, shoulder & wrist) not more than 2 hours for one day directly on skin as directed at the waistline for pain. It was reported that, the product was not re-heated during usage. On (B)(6) 2017, during usage she experienced irritation, redness and burning which developed second degree burns. Follow-up (09may2017): this contactable consumer reported by way of product quality complaints and reportum. It was reported that thermacare heatwrap (thermacare neck, shoulder & wrist) date of manufacture was 07sep2016. She noticed blisters and burn on (B)(6) 2017. On an unknown date, she had scar/two scars.

Event description:
On the side by her pelvic area she saw the blisters and burn [burns second degree] , the patient did not check her skin under the product while wearing thermacare [intentional device misuse] , it was the fact that it was too hot [device issue] , red [erythema] , pain/ it was painful/ it was hurt [pain] , irritated/ irritating feeling/ it was irritating [skin irritation] , used thermacare neck pain therapy on pelvic area [intentional device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) other ethnic group female patient (pregnant: no) started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number r44820, expiration date aug2019, (B)(4), via an unspecified route of administration from (B)(6) 2017 for menstrual pain. There was no relevant medical history or concomitant medications. The patient previously used thermacare years ago every once in a while only if she really needed it because she was in pain and had to do something. She didn't experience the same problem/symptom and did not remember them getting that hot or anything. The patient stated that we usually have a menstrual cramp one, which was the one she was looking for. They did not have it, so she got what she could get. Stated that it was almost shaped like the menstrual one a little bit. She used thermacare neck pain therapy heat wrap on pelvic area on saturday, (B)(6) 2017 for a couple of hours; maybe two hours. She was wearing it and it started heating up all of a sudden and she was cutting hair. She was a hairstylist and could not stop in the middle of what she was doing. She felt that it was hot and by the time she got to the bathroom when took it off on (B)(6) 2017, it was red and irritated, and it burnt. She did not sleep with it on. Pain and irritating feeling noticed on (B)(6) 2017 and was ongoing but has gotten a little better. The next morning, (B)(6) 2017, woke up first thing in the morning and saw that she had blisters and right where she had it on the side by her pelvic area she saw the blisters and burn. It was painful because it was right below where she wear pants and it was rubbing. It was irritating. She has been trying to put something on it. She has been using neosporin, which she started using later that evening and used it once a day when she can remember. She has not seen a physician yet but was going to tomorrow. She was burnt and it was hurt and going to leave a scar. That did not sit well with her. It was still there; it was obvious and still healing. Regarding outcome of burns and blisters stated that it has not gotten worse but it looked bad. She guessed it was starting to heal. She was looking at it; it was not real big, but big enough. The pain and irritating feeling was a little better, not a whole lot. She has permanently discontinued use of this product and won't use them anymore. She stated that you should be able to use them anywhere. It does not say where you can use it. She was seeing an arm and forearm on the pictures. It does not matter where she used it, it was the fact that it was too hot. Stated that there will be a scar and that's why she was going to go to the doctor to see what they can do to prevent a scar. Two scars as matter of a fact. The patient classified her skin tone as medium (neither light nor dark). The patient denied having sensitive skin or any abnormal skin conditions. The color of the box purchased was red box and used just on (B)(6) 2017 for a couple of hours, might have been two hours. The patient has previously used heating pad for her back for pain relief as needed a while ago, and did not experience a problem/symptom. While wearing thermacare, the patient was wearing like a shirt, pants, regular outfit over the thermacare product and attached the adhesive to body. The patient did not engage in exercise while using the product. The patient did not check her skin under the product while wearing thermacare and only checked when she took it off because she couldn't stop in the middle of what she was doing. The patient did read the usage instructions on thermacare before using the product. The action taken for the product was permanently withdrawn on (B)(6) 2017. The outcome of the events "pain/ it was painful/ it was hurt", "irritated/ irritating feeling/ it was irritating" was resolving. The outcome of the events "red", "on the side by her pelvic area she saw the blisters and burn" was not resolved. The outcome of the events "used thermacare neck pain therapy on pelvic area" and "the patient did not check her skin under the product while wearing thermacare" was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "the patient did not check her skin under the product while wearing, felt that it was hot and had burn and blister" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "the patient did not check her skin under the product while wearing, felt that it was hot and had burn and blister" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges the product is too hot. The cause of the alleged wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] on the side by her pelvic area she saw the blisters and burn/burned and blistered her on her left side by pelvic area/ diagnosis of 2nd degree burn of the abdomen [burns second degree], the patient did not check her skin under the product while wearing thermacare [intentional device misuse], it was the fact that it was too hot [device issue], red [erythema], pain/ it was painful/ it was hurt [pain], irritated/ irritating feeling/ it was irritating [skin irritation], used thermacare neck pain therapy on pelvic area [intentional device use issue], scarring [scar]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) other ethnic group female patient (pregnant: no) started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: r44820, expiration date: aug2019, upc number: (B)(4)) from (B)(6) 2017 for menstrual pain. There was no relevant medical history or concomitant medications. The patient previously used thermacare years ago every once in a while only if she really needed it because she was in pain and had to do something. She didn't experience the same problem/symptom and did not remember them getting that hot or anything. The patient stated that we usually have a menstrual cramp one, which was the one she was looking for. They did not have it, so she got what she could get. Stated that it was almost shaped like the menstrual one a little bit. She used thermacare neck pain therapy heatwrap on pelvic area on saturday, (B)(6) 2017 for a couple of hours; maybe two hours. She was wearing it and it started heating up all of a sudden and she was cutting hair. She was a hairstylist and could not stop in the middle of what she was doing. She felt that it was hot and by the time she got to the bathroom when took it off on (B)(6) 2017, it was red and irritated, and it burnt. She did not sleep with it on. Pain and irritating feeling noticed on (B)(6) 2017 and was ongoing but had gotten a little better. The next morning, (B)(6) 2017, woke up first thing in the morning and saw that she had blisters and right where she had it on the left side by her pelvic area she saw the blisters and burn. It was painful because it was right below where she wear pants and it was rubbing. It was irritating. She had been trying to put something on it. She had been using neosporin, which she started using later that evening and used it once a day when she can remember. She had not seen a physician yet but was going to tomorrow. She provided information that she did go to ER for treatment of that burn. ER provider examined her, looked at the burn and released her with diagnosis of 2nd degree burn of the abdomen. The patient was given a burn cream, ssd cream. She was burnt and it was hurt and going to leave a scar. That did not sit well with her. It was still there; it was obvious and still healing. Regarding outcome of burns and blisters stated that it had not gotten worse but it looked bad. She guessed it was starting to heal. She was looking at it; it was not real big, but big enough. The pain and irritating feeling was a little better, not a whole lot. She had permanently discontinued use of this product and won't use them anymore. She stated that you should be able to use them anywhere. It did not say where you can use it. She was seeing an arm and forearm on the pictures. It did not matter where she used it, it was the fact that it was too hot. Stated that there would be a scar and that's why she was going to go to the doctor to see what they can do to prevent a scar. Two scars as matter of a fact. The consumer reported thermacare heat wraps causing a second degree burn that sent her to the hospital and resulted in scarring. The patient classified her skin tone as medium (neither light nor dark). The patient denied having sensitive skin or any abnormal skin conditions. The color of the box purchased was red box and used just on (B)(6) 2017 for a couple of hours, might have been two hours. The patient has previously used heating pad for her back for pain relief as needed a while ago, and did not experience a problem/symptom. While wearing thermacare, the patient was wearing like a shirt, pants, regular outfit over the thermacare product and attached the adhesive to body. The patient did not engage in exercise while using the product. The patient did not check her skin under the product while wearing thermacare and only checked when she took it off because she couldn't stop in the middle of what she was doing. The patient did read the usage instructions on thermacare before using the product. The action taken for the product was permanently withdrawn on (B)(6) 2017. The outcome of the events "pain/ it was painful/ it was hurt", "irritated/ irritating feeling/ it was irritating" was resolving. The outcome of the events "red", "on the side by her pelvic area she saw the blisters and burn" was not resolved. The outcome of the events "used thermacare neck pain therapy on pelvic area" and "the patient did not check her skin under the product while wearing thermacare" and "scarring" was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges the product is too hot. The cause of the alleged wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (13apr2017): new information received from the same contactable consumer included: events treatment information. Follow-up (20apr2017): new information received from a contactable consumer included: new event scarring added. Follow-up (20apr2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment. Based on the information provided, the events of "the patient did not check her skin under the product while wearing, felt that it was hot and had burn and blister" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The other events erythema, pain, skin irritation, intentional device use issue, and scar are assessed as associated with the device use. No device malfunction has been identified. Comment: based on the information provided, the events of "the patient did not check her skin under the product while wearing, felt that it was hot and had burn and blister" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The other events erythema, pain, skin irritation, intentional device use issue, and scar are assessed as associated with the device use. No device malfunction has been identified.

Event description:
Event verbatim [preferred term] on the side by her pelvic area, she saw the blisters and burn/burned and blistered her on her left side by pelvic area/ diagnosis of 2nd degree burn of the abdomen [burns second degree]. The patient did not check her skin under the product while wearing thermacare [intentional device misuse]. It was the fact that it was too hot [device issue], red [erythema], pain/ it was painful/ it hurt [pain], irritated/ irritating feeling/ it was irritating [skin irritation], used thermacare neck pain therapy on pelvic area [intentional device use issue]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) other ethnic group female patient (pregnant: no). Started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number r44820, expiration date aug2019, upc number: (B)(4), via an unspecified route of administration from (B)(6) 2017 for menstrual pain. There was no relevant medical history or concomitant medications. The patient previously used thermacare years ago every once in a while only if she really needed it because she was in pain and had to do something. She didn't experience the same problem/symptom and did not remember them getting that hot or anything. The patient stated that we usually have a menstrual cramp one, which was the one she was looking for. They did not have it, so she got what she could get. Stated that it was almost shaped like the menstrual one a little bit. She used thermacare neck pain therapy heat wrap on pelvic area on saturday, (B)(6) 2017 for a couple of hours; maybe two hours. She was wearing it and it started heating up all of a sudden and she was cutting hair. She was a hairstylist and could not stop in the middle of what she was doing. She felt that it was hot and by the time she got to the bathroom when took it off on (B)(6) 2017, it was red and irritated, and it burnt. She did not sleep with it on. Pain and irritating feeling noticed on (B)(6) 2017 and was ongoing but had gotten a little better. The next morning, (B)(6) 2017, woke up first thing in the morning and saw that she had blisters and right where she had it on the left side by her pelvic area, she saw the blisters and burn. It was painful because it was right below where she wear pants and it was rubbing. It was irritating. She had been trying to put something on it. She had been using neosporin, which she started using later that evening and used it once a day when she can remember. She had not seen a physician yet but was going to tomorrow. She provided information that she did go to e.r. For treatment of that burn. E.r. Provider examined her, looked at the burn and released her with diagnosis of 2nd degree burn of the abdomen. Consumer was given a burn cream, ssd cream. She was burnt and it hurt and is going to leave a scar. That did not sit well with her. It was still there; it was obvious and still healing. Regarding outcome of burns and blisters stated that it had not gotten worse but it looked bad. She guessed it was starting to heal. She was looking at it; it was not real big, but big enough. The pain and irritating feeling was a little better, not a whole lot. She had permanently discontinued use of this product and won't use them anymore. She stated that you should be able to use them anywhere. It did not say where you can use it. She was seeing an arm and forearm on the pictures. It did not matter where she used it, it was the fact that it was too hot. Stated that there would be a scar and that's why she was going to go to the doctor to see what they can do to prevent a scar. Two scars as a matter of a fact. The patient classified her skin tone as medium (neither light nor dark). The patient denied having sensitive skin or any abnormal skin conditions. The color of the box purchased was red box and used just on (B)(6) 2017 for a couple of hours, might have been two hours. The patient has previously used heating pad for her back for pain relief as needed a while ago, and did not experience a problem/symptom. While wearing thermacare, the patient was wearing like a shirt, pants, regular outfit over the thermacare product and attached the adhesive to body. The patient did not engage in exercise while using the product. The patient did not check her skin under the product while wearing thermacare and only checked when she took it off because she couldn't stop in the middle of what she was doing. The patient did read the usage instructions on thermacare before using the product. The action taken for the product was permanently withdrawn on (B)(6) 2017. The outcome of the events "pain/ it was painful/ it hurt", "irritated/ irritating feeling/ it was irritating" was resolving. The outcome of the events "red", "on the side by her pelvic area she saw the blisters and burn" was not resolved. The outcome of the events "used thermacare neck pain therapy on pelvic area" and "the patient did not check her skin under the product while wearing thermacare" was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (13apr2017): new information received from the same contactable consumer included: events treatment information. Company clinical evaluation comment: based on the information provided, the events of "the patient did not check her skin under the product while wearing, felt that it was hot and had burn and blister" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "the patient did not check her skin under the product while wearing, felt that it was hot and had burn and blister" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges the product is too hot. The cause of the alleged wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
On the side by her pelvic area she saw the blisters and burn/burned and blistered her on her left side by pelvic area/ diagnosis of 2nd degree burn of the abdomen/burning [burns second degree] , the patient did not check her skin under the product while wearing thermacare [intentional device misuse] , it was the fact that it was too hot [device issue] , red/redness [erythema] , pain/ it was painful/ it was hurt [pain] , irritated/ irritating feeling/ it was irritating/irritation [skin irritation] , used thermacare neck pain therapy on pelvic area [intentional device use issue] , scarring [scar] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) other ethnic group female patient (pregnant: no) started to use thermacare heatwrap (thermacare neck, shoulder and wrist) (device lot number: r44820, expiration date: aug2019, (B)(4)) from (B)(6) 2017 for menstrual pain. There was no relevant medical history or concomitant medications. The patient previously used thermacare years ago every once in a while only if she really needed it because she was in pain and had to do something. She didn't experience the same problem/symptom and did not remember them getting that hot or anything. The patient stated that we usually have a menstrual cramp one, which was the one she was looking for. They did not have it, so she got what she could get. Stated that it was almost shaped like the menstrual one a little bit. She used thermacare neck pain therapy heatwrap on pelvic area on saturday, (B)(6) 2017 for a couple of hours; maybe two hours. She was wearing it and it started heating up all of a sudden and she was cutting hair. She was a hairstylist and could not stop in the middle of what she was doing. She felt that it was hot and by the time she got to the bathroom when took it off on (B)(6) 2017, it was red and irritated, and it burnt. She did not sleep with it on. Pain and irritating feeling noticed on (B)(6) 2017 and was ongoing but had gotten a little better. The next morning, (B)(6) 2017, woke up first thing in the morning and saw that she had blisters and right where she had it on the left side by her pelvic area she saw the blisters and burn. It was painful because it was right below where she wear pants and it was rubbing. It was irritating. She had been trying to put something on it. She had been using neosporin, which she started using later that evening and used it once a day when she can remember. She had not seen a physician yet but was going to tomorrow. She provided information that she did go to ER for treatment of that burn. ER provider examined her, looked at the burn and released her with diagnosis of 2nd degree burn of the abdomen. The patient was given a burn cream, ssd cream. She was burnt and it was hurt and going to leave a scar. That did not sit well with her. It was still there; it was obvious and still healing. Regarding outcome of burns and blisters stated that it had not gotten worse but it looked bad. She guessed it was starting to heal. She was looking at it; it was not real big, but big enough. The pain and irritating feeling was a little better, not a whole lot. She had permanently discontinued use of this product and won't use them anymore. She stated that you should be able to use them anywhere. It did not say where you can use it. She was seeing an arm and forearm on the pictures. It did not matter where she used it, it was the fact that it was too hot. Stated that there would be a scar and that's why she was going to go to the doctor to see what they can do to prevent a scar. Two scars as matter of a fact. The consumer reported thermacare heat wraps causing a second degree burn that sent her to the hospital and resulted in scarring. The patient classified her skin tone as medium (neither light nor dark). The patient denied having sensitive skin or any abnormal skin conditions. The color of the box purchased was red box and used just on (B)(6) 2017 for a couple of hours, might have been two hours. The patient has previously used heating pad for her back for pain relief as needed a while ago, and did not experience a problem/symptom. While wearing thermacare, the patient was wearing like a shirt, pants, regular outfit over the thermacare product and attached the adhesive to body. The patient did not engage in exercise while using the product. The patient did not check her skin under the product while wearing thermacare and only checked when she took it off because she couldn't stop in the middle of what she was doing. The patient did read the usage instructions on thermacare before using the product. The action taken for the product was permanently withdrawn on (B)(6) 2017. The outcome of the events "pain/ it was painful/ it was hurt", "irritated/ irritating feeling/ it was irritating" was resolving. The outcome of the events "red", "on the side by her pelvic area she saw the blisters and burn" was not resolved. The outcome of the events "used thermacare neck pain therapy on pelvic area" and "the patient did not check her skin under the product while wearing thermacare" and "scarring" was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges the product is too hot. The cause of the alleged wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (13apr2017): new information received from the same contactable consumer included: events treatment information. Follow-up (20apr2017): new information received from a contactable consumer included: new event scarring added. Follow-up (20apr2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (04may2017): this contactable consumer reported by way of consumer questionnaire. The patient applied thermacare heatwrap (thermacare neck, shoulder and wrist) not more than 2 hours for one day directly on skin as directed at the waistline for pain. It was reported that, the product was not re-heated during usage. On (B)(6) 2017, during usage she experienced irritation, redness and burning which developed second degree burns.

Event description:
Event verbatim [preferred term] on the side by her pelvic area she saw the blisters and burn/burned and blistered her on her left side by pelvic area/ diagnosis of 2nd degree burn of the abdomen [burns second degree]. The patient did not check her skin under the product while wearing thermacare [intentional device misuse]. It was the fact that it was too hot [device issue], red [erythema], pain/ it was painful/ it hurt [pain], irritated/ irritating feeling/ it was irritating [skin irritation], used thermacare neck pain therapy on pelvic area [intentional device use issue], scarring [scar]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) other ethnic group female patient (pregnant: no) started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number r44820, expiration date aug2019, upc number: (B)(4), via an unspecified route of administration from (B)(6) 2017 for menstrual pain. There was no relevant medical history or concomitant medications. The patient previously used thermacare years ago every once in a while only if she really needed it because she was in pain and had to do something. She didn't experience the same problem/symptom and did not remember them getting that hot or anything. The patient stated that we usually have a menstrual cramp one, which was the one she was looking for. They did not have it, so she got what she could get. Stated that it was almost shaped like the menstrual one a little bit. She used thermacare neck pain therapy heat wrap on pelvic area on saturday, (B)(6) 2017 for a couple of hours; maybe two hours. She was wearing it and it started heating up all of a sudden and she was cutting hair. She was a hairstylist and could not stop in the middle of what she was doing. She felt that it was hot and by the time she got to the bathroom when took it off on (B)(6) 2017, it was red and irritated, and it burnt. She did not sleep with it on. Pain and irritating feeling noticed on (B)(6) 2017 and was ongoing but had gotten a little better. The next morning, (b)(46 2017, woke up first thing in the morning and saw that she had blisters and right where she had it on the left side by her pelvic area she saw the blisters and burn. It was painful because it was right below where she wear pants and it was rubbing. It was irritating. She had been trying to put something on it. She had been using neosporin, which she started using later that evening and used it once a day when she can remember. She had not seen a physician yet but was going to tomorrow. She provided information that she did go to the e.r. For treatment of that burn. E.r. Provider examined her, looked at the burn and released her with diagnosis of 2nd degree burn of the abdomen. Consumer was given a burn cream, ssd cream. She was burned and it hurt and is going to leave a scar. That did not sit well with her. It was still there; it was obvious and still healing. Regarding outcome of burns and blisters stated that it had not gotten worse but it looked bad. She guessed it was starting to heal. She was looking at it; it was not real big, but big enough. The pain and irritating feeling was a little better, not a whole lot. She had permanently discontinued use of this product and won't use them anymore. She stated that you should be able to use them anywhere. It did not say where you can use it. She was seeing an arm and forearm on the pictures. It did not matter where she used it, it was the fact that it was too hot. Stated that there would be a scar and that's why she was going to go to the doctor to see what they can do to prevent a scar. Two scars as a matter of a fact. The consumer reported thermacare heat wraps causing a second degree burn that sent her to the hospital and resulted in scarring. The patient classified her skin tone as medium (neither light nor dark). The patient denied having sensitive skin or any abnormal skin conditions. The color of the box purchased was red box and used just on (B)(6) 2017 for a couple of hours, might have been two hours. The patient has previously used heating pad for her back for pain relief as needed a while ago, and did not experience a problem/symptom. While wearing thermacare, the patient was wearing a shirt, pants, regular outfit over the thermacare product and attached the adhesive to body. The patient did not engage in exercise while using the product. The patient did not check her skin under the product while wearing thermacare and only checked when she took it off because she couldn't stop in the middle of what she was doing. The patient did read the usage instructions on thermacare before using the product. The action taken for the product was permanently withdrawn on (B)(6) 2017. The outcome of the events "pain/ it was painful/ it was hurt", "irritated/ irritating feeling/ it was irritating" was resolving. The outcome of the events "red", "on the side by her pelvic area she saw the blisters and burn" was not resolved. The outcome of the events "used thermacare neck pain therapy on pelvic area" and "the patient did not check her skin under the product while wearing thermacare" and "scarring" was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (13apr2017): new information received from the same contactable consumer included: events treatment information. Follow-up (20apr2017): new information received from a contactable consumer included: new event scarring added. Based on the information provided, the events of "the patient did not check her skin under the product while wearing, felt that it was hot and had burn and blister" "as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The other events erythema, pain, skin irritation, intentional device use issue, and scar are assessed as associated with the device use. Comment: based on the information provided, the events of "the patient did not check her skin under the product while wearing, felt that it was hot and had burn and blister" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The other events erythema, pain, skin irritation, intentional device use issue, and scar are assessed as associated with the device use.